Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet insulin pump displayed an alert 39 indicating an insulin shaft encoder failure during the rewind step; a restart was attempted without resolution, followed by a factory reset that also failed to clear the issue, and therapy was transferred to a backup ilet. Symptoms included no clinical injury. Outcomes included no medical intervention or hospitalization. Investigation included device replacement logistics and receipt and inspection of the returned device. Investigation of this case revealed a persistent malfunction consistent with an insulin delivery motor/encoder fault, preventing successful rewind, which aligns with previously identified device component issues affecting the insulin drive system. It was concluded that the cause was a device-related malfunction of the insulin drive encoder.